Manufacturer narrative:
Investigation: fifty (50) returned and investigated. Samples tested, results determined no leakage or abnormalities. A review of the device history record revealed no abnormalities. Conclusion: an absolute root cause for this incident cannot be determined as bd was unable to duplicate or confirm the customer¿s indicated failure mode. The product found to be within specification. (B)(4).

Event description:
It was reported that after use, the bd intima-ii¿ closed IV catheter system 18 g x 1.16 in leaked from the septum. There was no report of injury or medical interventions.